Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and reviewed the logs. The ventilator interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, airway pressure was noted to be higher than expected when switching to mechanical ventilation. The clinician reportedly swapped out the anesthesia machine and completed the case with no further reported complaint. There was no reported patient injury.